Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6)). The investigation determined that the elecsys hiv duo assay performed within specifications. A review of calibration and quality control data confirmed that all results were within expected ranges. The root cause was attributed to a sample-specific discrepancy, as the assay's specificity is less than 100%, and single false reactive results may occur. The customer performed confirmatory testing, including western blot and p24 antigen testing, which yielded negative results. The device remains in operation at the customer site. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings.

Event description:
The initial reporter alleged false reactive results for one patient sample tested with the elecsys hiv duo assay on the cobas e 801 module. The initial test conducted on (B)(6) 2023 using the hiv duo elecsys e2g 300 v2 assay yielded a result of 178 coi (hivag 178 coi/ahiv 0.101), which was interpreted as reactive. A repeat test conducted on (B)(6) 2023 yielded a result of 175 coi (hivag 175 coi/ahiv 0.0987), which was also interpreted as reactive. Confirmation testing performed by the customer included western blot and p24 antigen testing, both of which were negative.